Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The patient was reportedly having increased frequency and severity of headaches. The drug in the pump was switched from dilaudid to saline but the problem continued. It was determined that the patient had air in the ventricles of her brain. It was decided to have the device removed as there was no explanation for the air in the ventricles of the brain, and the only thing that changed was the patient got the pump. The manufacturer's representative stated that after having scans performed one day prior to report, they were now saying that the patient had possible lipomas or fatty tumors in the brain. It was noted that they ruled out cancer. The drug in the pump was saline at the time of report.